Event description:
Adverse event: retroperitoneal hemorrhage, death time of adverse event: during vessel closure. Device issue: none. It was reported that a physician using the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during the procedure, the patient developed a retroperitoneal hemorrhage (rph). The treatment was not specified. The rph was believed to be caused from "a back-wall stick." Reportedly, the patient expired; however, the site could not confirm this information; therefore, this incident is being conservatively reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.